Event description:
It was reported while using bd vacutainer® cat (clot activator tube) plus blood collection tubes, one tube pushed off and underfill occurred. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 2 photos and one video for investigation. The indicated failure mode of underfill was observed in the attached photos and video. Tube push off was not observed in the evidence provided. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. This complaint has not been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® cat (clot activator tube) plus blood collection tubes, one tube pushed off and underfill occurred. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 07-apr-2026. Investigation summary: bd received 2 photos 1 video and 5 samples for investigation. The indicated failure mode of underfill was observed in the attached photos and video. However, tube push-off was not observed in the evidence provided. The five returned samples were functionally tested, and all tubes drew within specification. Additionally, 15 retained samples were also functionally tested, and all tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. This complaint has not been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.